Event description:
Approx 10 minutes after catheter was inserted into the right cephalic vein, pt complained of feeling hot, with a headache, and itching left hand. Pt developed difficulty breathing with wheezing. Pulse was 160 and pt had a red raised rash over the body and tongue swelling. Md was called. Benadryl 25 mg im and solu-medrol 125 mg IV were given. Approx one hr after this, the symptoms subsided. Breathing was easier and rash lessened. The catheter was left in.